Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there were tidal volume issues. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of tidal volume issues could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).